Event description:
Customer reported via phone call that the insulin pump alarmed no delivery after changing the set and alarm could not be cleared due to the buttons not responding. The customer stated that the screen was frozen with no advancement of time. The customer was advised to remove and reinsert the battery after the screen goes blank. Customer stated that she was not able to clear the no delivery alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.